Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customers report for no image likely occurred because the operational amplifier failed. The customer also reported an internal buffer full error (e302 error) which presents when the internal buffer has been full of unregistered images, or the number of inspections or releases has reached the upper limit. It is likely one of these conditions were met and the device presented the error as intended.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The service technician found the device was not providing an image with certain scopes due to a printed circuit board (pcb) failure. The device was repaired and returned to the customer.

Event description:
The user facility reported to olympus that they received an error message, cleared the error message, but still could not obtain an image. The issue was identified during preparation for use. There was no harm or injury reported.